Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the left ventricular lead exhibited loss of capture. Physician performed a x-ray and confirmed the lead dislodged. Lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.